Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulties charging the pump. There was no reported impact to the customer's blood glucose level. Customer declined to provide further information regarding the issue.